Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the packaging of the seal & cut instrument caiman disp.instr.articulat.d5/360 mm. During unpackaging the involved product it was noticed that the plastic container was cracked. The product was not used as it was deemed not sterile. There was a slight delay in surgery, as the product had to be replaced. There was no patient harm. Additional information was not available. The adverse event/malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00572. Involved components: pl730su - caiman disp.instr.articulat.d:12/240 mm - 375b.

Manufacturer narrative:
Associated medwatch reports: 9610612-2019-00572. The instrument arrived in a clean condition. According to the available information, there were no negative consequences for the patient. During a visual inspection of the blister we found the crack at the front end. The radial spread of the crack is a sure hint for a damage caused by dropping. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There is no further complaint with this lot at hand. The root cause for the problem is most probably transport / handling related. The damage indicates dropping as the root cause. The root cause for the complained problem is not production or material related. There is no hint for a systematic error (one complaint on more than 145k sold). With a damage on the blister as found, the cardboard box (not enclosed) must also have shown a significant damage. We are sure that the instrument / blister was not delivered in this condition.